Event description:
A (B)(6) distributor contacted zoll customer support to report that an (B)(6) male patient passed away on (B)(6) 2014. The distributor reported that the police found the patient lifeless in his car on the side of the road. When the police arrived the device was alarming to perform CPR. Police attempted to revive the patient with CPR until paramedics arrived. A download of the device that the patient received three treatments on (B)(6) 2014.

Manufacturer narrative:
Device evaluation summary: monitor sn 07045877 and electrode belt sn (B)(4) have not yet been returned to zoll. Evaluation of the monitor and belt will be completed upon their receipt. The lifevest detected ventricular tachycardia at 17:19:28 on (B)(6) 2014 and deployed gel at 17:20:16. The lifevest appropriately delivered a 150j pulse. The pulse impedance was 28 ohm, which is within normal operating parameters. The pulse converted the patient's rhythm from ventricular tachycardia to asystole (17:20:29). The rhythm at the time of two additional treatments (17:45:24 and 20:53:06) was asystole. Artifact on both channels contributed to the false detection of the second and third arrhythmias. Per the ECG recordings, CPR artifact became evident around 20:52:32, indicating the presence of bystanders. The response buttons were not pressed during the entire event. Per review of the flag and ECG data, the lifevest functioned as designed and within specifications. No equipment deficiencies were alleged against the device. Post-shock asystole is a known risk of defibrillation. Evaluation: the lifevest worn by the patient has not yet been returned for evaluation. Evaluation method consisted of a review of device performance using patient flag files and recorded ECG data.